Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint it was reported the cassette sensor was defective. During test inspection the complaint is confirmed, and the sensor dso and dso seal were replaced. Visual and functional testing was performed. Upon further investigation. Device passed all testing criteria post repair.